Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Continued: 4076 implantable pacing lead 2006-(B)(6), 4193 implantable pacing lead 2004-(B)(6). (B)(4).

Event description:
It was reported that during a device changeout, there was a visual insulation breach at the superior vena cava (svc) coil of the right ventricular (rv) lead. It was also reported that the physician used a lead splice kit to repair the lead. The rv lead remains inuse. No patient complications have been reported as a result of this event.